Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02260 and 2134265-2014-02259. It was reported that automatic pullback failed. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit automatic pullback stopped. No patient complications were reported.